Manufacturer narrative:
The event occurred in italy. It was reported that the rotaflow console has stopped and is not working during patient treatment. No harm to any person has been reported. Due to the pump stop during patient treatment, a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the reported failure could not be reproduced. No parts have been replaced. The device passed all performance and safety tests according to factory specifications. The device is back in clinical use. Based on these investigation results the reported failure "pump stop / failure to read the flow" could not be confirmed. However, the failure mode can be linked to the following most possible root causes according to our risk management file: pump stop intervention after technical error, unintended rpm change by user, unintended switch off by user, (accidental) disconnection of mains (plug). A review of non-conformities was performed on 2025-12-22 and during the time from 2006-04-01 to 2025-12-17 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on (B)(6) 2006. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use. If the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions. There is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2006. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in italy. It was reported that the rotaflow console has stopped and is not working during patient treatment. No harm to any person has been reported. Due to the reported pump stop during patient treatment, a report is required. Complaint ID: (B)(4).